Event description:
Additional information was requested and received that in the surgeon's opinion, the iol did not cause or contribute to the event. The refractive analysis device gave misinformation or miscalculation.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that due to blurred vision, near and distance left eye with a clinical reason of visually significant refractive error, the intraocular lens (iol) was explanted and replaced during the secondary procedure. Additional information was requested.